Event description:
It was reported that approximately a week after this insertable cardiac monitor (icm) was implanted, the physician elected to remove the device due to patient complaints of pain and pinching sensation when she would lay down near the device. It was noted that there was nothing abnormal seen upon extraction, and there did not appear to be any issues with the device location, orientation, incision, or placement. This icm was returned for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that approximately a week after this insertable cardiac monitor (icm) was implanted, the physician elected to remove the device due to patient complaints of pain and pinching sensation when she would lay down near the device. It was noted that there was nothing abnormal seen upon extraction, and there did not appear to be any issues with the device location, orientation, incision, or placement. This icm was returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the complete insertable cardiac monitor (icm) was returned for analysis. Visual inspection noted tool marks on the device header related to the explant procedure that were lightly sanded in order for the icm to make contact to the test socket. Testing was completed to assess lead sensing and device functionality. Measurements throughout these tests were within normal limits. Detailed analysis did not reveal any abnormalities that would have caused or contributed to the reported pain or discomfort.